Event description:
It was reported that approximately 3 days post-operatively an unknown cayman screw at l2 migrated out of an unknown cayman plate. Revision surgery has not been performed. This report captures the plate.

Manufacturer narrative:
H3 other text : device remains implanted.

Event description:
It was reported that approximately 3 days post-operatively a cayman self-starting screw and a cayman united plate at l2 did not function as intended. It was further identified that the locking mechanism of the plate failed and that the plate migrated as a result. Revision surgery has not been performed. This report captures the plate.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.